Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the battery cap metal piece was separated, and the pump clip rail was broken, and a crack was found right next to the pump clip. The customer mentioned the insulin pump bumped a lot. Also, the customer reported change sensor alert and sensor updating/sg value not available alert. The sensor glucose was 107 mg/dl and blood glucose was 200 mg/dl and the difference in value was 93 mg/dl which were out of acceptable range. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer will discontinue to use of the insulin pump. The customer will discontinue the use of device.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for alleged cosmetic damage located at the belt clip rails, battery cap and sensor not calibrating found on 02 april 2022. Device passed the displacement test and p-cap locks properly into the reservoir compartment. Device communicated and calibrated properly with test guardian link transmitter. No calibration not accepted alert noted during testing. Device was cut open to perform visual inspection and found no evidence of moisture or physical damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, cracked case, battery tube thread cracked, cracked keypad overlay, cracked case (battery tube), broken belt clip rails, stained serial label, keypad overlay texture damage, battery cap contact missing. Cosmetic damage was confirmed at belt clip rails and battery cap. Sensor not calibrating not confirmed. Additional cosmetic damages were noted on the unit. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.